Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-07999 addresses the patient return electrode, while manufacturer report # 3005099803-2013-08000 addresses the rf3000 radiofrequency generator. It was reported to boston scientific corporation (bsc) that a patient return electrode and an rf3000 radiofrequency generator were used during radiofrequency ablation (rfa) of a tumor in the patient¿s left kidney on (B)(6) 2013. According to the complainant, the ablation was successful, although 40 minutes were needed to achieve roll-off. At the conclusion of the procedure, when the grounding pads were removed, the physician noted erythema and heavy sweating under the grounding pad that had been placed on the patient¿s right trochanter. No further complications were experienced. Approximately one month later, at the patient¿s follow-up appointment, the physician noted an injury at the site where the erythema had been observed previously (please refer to attached photos). The complainant suspects the injury was a pad burn; it is believed that the grounding pad became partially detached during the procedure due to the excessive sweating, decreasing the current dispersion surface and subsequently producing a burn. However, no burn was noted at the conclusion of the original procedure. The complainant maintains that the grounding pads had been positioned properly, aligned on the mid-thigh as indicated in the rf3000 operation and service manual. This event has been reviewed by bsc endoscopy medical safety. Review of the available information and the attached images has determined that the injury observed at the patient¿s follow-up appointment is most likely a pressure ulcer and not a pad burn. Furthermore, the lesion was not noted at the conclusion of the rfa procedure, but rather one month later, suggesting the injury was sustained sometime between the original procedure and the follow-up appointment. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received (B)(4) 2013: the patient was not supine during the procedure, and was resting on the pad that had been placed on his hip. The lesion, which the physician described as a burn, was confirmed to have been found on the patient's hip. The patient had not spent an extended period of time in a hospital bed between the procedure and the follow-up appointment. It was confirmed that there was no alleged malfunction of any of the devices used during the procedure, and the rf3000 generator has been used in other procedures since this event without any issues.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-07999 addresses the patient return electrode, while manufacturer report # 3005099803-2013-08000 addresses the rf3000 radiofrequency generator. It was reported to boston scientific corporation (bsc) that a patient return electrode and an rf3000 radiofrequency generator were used during radiofrequency ablation (rfa) of a tumor in the patient¿s left kidney on (B)(6), 2013. According to the complainant, the ablation was successful, although 40 minutes were needed to achieve roll-off. At the conclusion of the procedure, when the grounding pads were removed, the physician noted erythema and heavy sweating under the grounding pad that had been placed on the patient¿s right trochanter. No further complications were experienced. Approximately one month later, at the patient¿s follow-up appointment, the physician noted an injury at the site where the erythema had been observed previously (please refer to attached photos). The complainant suspects the injury was a pad burn; it is believed that the grounding pad became partially detached during the procedure due to the excessive sweating, decreasing the current dispersion surface and subsequently producing a burn. However, no burn was noted at the conclusion of the original procedure. The complainant maintains that the grounding pads had been positioned properly, aligned on the mid-thigh as indicated in the rf3000 operation and service manual. This event has been reviewed by bsc endoscopy medical safety. Review of the available information and the attached images has determined that the injury observed at the patient¿s follow-up appointment is most likely a pressure ulcer and not a pad burn. Furthermore, the lesion was not noted at the conclusion of the rfa procedure, but rather one month later, suggesting the injury was sustained sometime between the original procedure and the follow-up appointment. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.